Event description:
Our affiliate is reporting that after a vapr side effect electrode was used in a meniscectomy procedure, it was noticed that the patient's skin was blistered and sore mainly in the left fibula. The size of the burn was approximately 10 centimeters. Another product was used to complete the procedure successfully.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. In transit.

Manufacturer narrative:
Additional information received from our affiliate indicates the facility had reprocessed this single patient use device prior to use in this case, therefore the reprocessor is now the legal manufacturer. Since the device has been reprocessed by another manufacturer, depuy mitek is unable to determine a root cause. The fluid management system used in this case is reported to be from another unknown manufacturer, not mitek. No further action by mitek is warranted.